Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2011-02464. The patient received an scs system which included two percutaneous leads. It was reported the patient cannot increase the amplitude of the stimulation past the point of perception. The patient has confirmed that the ipg is fully charged. The patient is working closely with her physician to determine the next course of action. No patient complications were reported as a result of this event.